Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous distal left circumflex artery. The lesion was predilated with a 2.75x15mm balloon. A 3.00x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the body, it was noted that the stent was flared. The procedure was completed with a non bsc stent. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
(B) (4): the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).